Manufacturer narrative:
It was reported from a a literature review that the patient was using a short nail and needed blood transfusion postoperatively. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted that postoperative blood loss was found to be significantly higher in the long intertan group without a significant influence on the number of patients requiring transfusion or average units transfused. These cases did not involve a device failure or any failure due to a smith and nephew implant. The root cause of the blood transfusion was reported as a common medical complication after a hip fracture. The patient impact beyond the reported postoperative blood transfusion cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
Literature case in a scientific publication, sellan, "short versus long intertan fixation for geriatric intertrochanteric hip fractures: a multicentre head-to-head comparison" it was reported that the patient was using a short nail and needed blood transfusion postoperatively.